Manufacturer narrative:
The device was returned to philips/bench repair facility. The device displayed a fixed "x" in the rfu (ready for use) indicator and was emitting a series of single chirps. When connected to the ac (alterative current) power supply, the fixed "x" blinks and the battery led remains off, it is determined that the battery is not being recognized by the device. A known good test battery was installed in the device, in which the led turns on and passes performed diagnostic tests and operational tests. The battery was replaced to resolve the issue. The device is confirmed to be fully functional and returned to the customer. Based on the information available and the testing conducted, the cause of the reported problem was component failure. The reported problem was confirmed.

Event description:
It was reported to philips that the device's battery needs replacement. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.